Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer stated that the pump replacement time too long, causing all key failure and according to electrostatic treatment cannot recover. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
Buttons did not respond due to corroded keypad traces. No damage on electronics noted.